Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between the patient event of chest pain with subsequent hospitalization and pd therapy on the liberty select cycler as the patient was in active treatment at the time. The patient claimed to not be completing pd treatment due to unspecified issues with the cycler. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty select cycler. It is unknown if the patient was in active treatment with the second episode of chest pain. The patient does have a significant cardiac history to include myocardial infarction and atherosclerosis and did require his fill volume to be decreased. It is also believed that the patient has a significant blockage as a stress test showed new infarct which he deferred any cardiac intervention to correct. The liberty select cycler was not returned for evaluation. Based on available information it cannot be confirmed if the liberty select cycler contributed to the patient¿s chest pain.

Event description:
During routine follow-up for a separate event the peritoneal dialysis registered nurse reported that a patient was hospitalized for chest pain on (B)(6) 2018. Additional information was obtained through follow-up with the pdrn and in medical records received. The pdrn stated that the patient was in treatment with the liberty select cycler on saturday (B)(6) 2018 when he experienced chest pain. The patient needed to disconnect from the liberty select cycler and transport to the hospital. The patient presented to the emergency room (ER) with left sided chest pain that radiated to the left arm and to the abdomen. The pain started during the patient¿s pd therapy. The patient stated that the pain felt like his previous myocardial infarction presentations. The pain was sudden onset, sharp and burning in quality. It was constant and 8/10 on the pain scale with sweating and did not resolve with rest. The patient stated that sometimes a nitroglycerin makes the pain better, however, he vomited the nitro he took for this onset. The patient also took zofran (dose unknown), 1 tylenol (strength unknown) and 2 acetylsalicylic acid (asa) 81mg. The chest pain came back a total of three times prior to ER arrival. Despite having a reportedly successful percutaneous coronary intervention (pci), the patient reported he has not had significant relief. The patient was only experiencing the chest pain at night while on pd therapy. The patient also mentioned that he has been having trouble with his cycler and unable to complete treatment. The patient was admitted to the hospital and continued to experience the chest pain for the first several days of admission. The patient underwent a stress test on (B)(6) 2018 which showed new moderate to severe infarct involving the inferolateral and inferior left ventricle. The patient was advised to consider a coronary artery bypass graft (CABG) or catheterization due to most likely having a significant blockage, but the patient was not amenable to either option. The chest pain improved with optimization of fluid removal in pd therapy and medications and the patient deferred any cardiac intervention. It had been confirmed that the patient¿s catheter (not a fresenius product) was properly placed and was not contributing to the chest pain. The patient¿s hypertension improved with pd therapy and fluid removal. The patient was discharged to home (B)(6) 2018 and was sent directly to the pd clinic for re-education of how to complete pd therapy on the liberty select cycler. While at the clinic the patient¿s pd prescription fill volume was changed from 3000ml to 2500ml. According to the pdrn, later that evening, the patient again experienced chest pain resulting in readmittance to the hospital. At the time of this clinical investigation the patient remains in the hospital. The patient has a history of atherosclerosis and myocardial infarction.